Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced that insulin pump had insulin blockage came up in 2 different occasions in the last 2 weeks and this had slipped me into diabetic ketoacidosis twice. The insulin pump will not be returned for analysis.